Event description:
Pt reported experiencing elevated blood glucose (600 mg/dl). Pt indicated that the infusion set leaked and introduces air into the tubing. Pt indicated that he believes the infusion set caused the elevated blood glucose.